Event description:
Rec'd info from user facility that during an arthroscopy of the knee an extravasation occurred. A vascular surgeon was called in to perform a fasciotomy. It is unknown if the device alarmed. Condition of the pt is unknown. It was reported that the pt had "previous surgery in which the capsule was violated". "The pt had no medial capsule." The facility states that they have two pumps, and they are unsure which one was in use during this event. They have continued to use the pumps, which have functioned properly. They will not be sending the pump in. They "feel it was a user problem with the positioning of the outflow cannula."